Manufacturer narrative:
Milosevic, z., zvan, b., zaletel, m., & surlan, m. (2002). Carotid angioplasty with cerebral protection. Radiol oncol, 36(1), 5-12. As reported in the literature by milosevic, z., zvan, b., zaletel, m., & surlan, m. (2002). Carotid angioplasty with cerebral protection. Radiol oncol, 36(1), 5-12; reports one case of periprocedural stroke in the patient undergoing carotid angioplasty and stenting (cas) using an angioguard as cerebral protection. The patient had a previous minor stroke and ninety percent stenosis of the left internal carotid artery due to a lipid-laden plaque and the occluded right carotid artery. Cerebral embolism occurred during the filter removal. The patient became aphasic and had right hemiplegia. The physician dissolved the embolus on bifurcation of middle cerebral artery with intra-arterial thrombolysis using rtpa, but some hemiparesis persisted. The device was not available to be returned for analysis. A product history record (phr) review could not be conducted as the lot numbers were not provided. Without the return of the device for analysis or images for review, the reported customer event could not be confirmed. Cerebral embolism is a known potential risk associated with implanting a stent in a carotid artery. It can be defined as a blood clot or piece of fatty plaque that breaks loose and travels through the bloodstream and becomes lodged in a blood vessel and blocks blood flow. When an embolism blocks the flow of blood to the brain, it is called a cerebral embolism. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by milosevic, z., zvan, b., zaletel, m., & surlan, m. (2002). Carotid angioplasty with cerebral protection. Radiol oncol, 36(1), 5-12; reports one case of periprocedural stroke in the patient undergoing carotid angioplasty and stenting (cas) using an angioguard as cerebral protection. The patient had a previous minor stroke and ninety percent stenosis of the left internal carotid artery due to a lipid-laden plaque and the occluded right carotid artery. Cerebral embolism occurred during the filter removal. The patient became aphasic and had right hemiplegia. The physician dissolved the embolus on bifurcation of middle cerebral artery with intra-arterial thrombolysis using rtpa, but some hemiparesis persisted.